Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A medical doctor reported that during phacoemulsification surgery, there was either no, or intermittent, vacuum available. The doctor proceeded by enlarging the incision for manual extracapsular cataract extraction, and pars plana vitrectomy.